Event description:
A surgeon report a pt's cornea turned slightly white during cataract extraction surgery when this product was injected into the eye. The cornea then became more opacified by the end of the procedure. The pt required hospitalization and an additional surgical procedure to complete the cataract extraction and intraocular lens (iol) implant surgery several months later.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested.